Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. Is the broken needle available for analysis? Any photos available for visual analysis? How was the procedure completed? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. At the end of the procedure, 2mm of the needle tip broke. The surgeon wasn't sure the broken part of the needle was implanted to the patient body. Both x-ray and CT was done, but the surgeon still not sure if the white part in the picture was a needle tip or it seems white for the calcification. There were no patient consequences reported. Additional information was requested.